Manufacturer narrative:
Patient information was unavailable from the site. The micro catheter is expected to return for evaluation. Once received and evaluation has been completed, a supplemental report will be submitted. Mdrs from this event: 2029214-2017-01000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the apollo catheter broke in the middle section during onyx injection. Onyx came out of the broken catheter and the proximal anterior choroidal artery was occluded. Part of the catheter was left in the distal anterior choroidal artery. The procedure was not completed and the patient has a permanent paralysis. The patient was receiving onyx embolization to treat an avm located in the anterior choroidal artery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Desc evt problem - additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the apollo catheter broke in the middle during onyx injection. Onyx came out of the broken catheter and the proximal anterior choroidal artery was occluded. Part of the catheter was left in the distal anterior choroidal artery. There was also a leak observed 'below' the separated section. Intra-arterial tirofiban was administered to the patient and the procedure was not completed. The patient has permanent paralysis of the hand and foot. The patient was receiving onyx embolization to treat an avm located in the anterior choroidal artery. There was little vessel tortuosity. The catheter was inspected prior to use. The reported device and any accessory devices, including onyx were prepared as indicated in the IFU and the catheter was flushed as directed. The catheter tip shape was good during preparation. The injection rate was in accordance with the IFU and the physician did not pause during injection. There was no reported reflux on the catheter. Force was applied during removal as the catheter was broken.

Manufacturer narrative:
Device available, return date - additional information. Device evaluated - additional information. Evaluation codes - device evaluation. Additional manufacturer narrative - device evaluation the apollo micro catheter was returned for evaluation without the onyx as it was consumed in the procedure and remains in the patient. Upon evaluation, the clinical observation was confirmed as the returned apollo micro catheter was found to be ruptured 5.0 cm from the distal end (consistent with a customer supplied image). The apollo onyx syringe adapter was found to be attached to the hub and onyx residue was found with the syringe adapter. No issues were found with the apollo micro catheter hub or syringe adapter. No break or separations were found with the returned apollo micro catheter. The 1.5 cm tip was found to be detached from the apollo micro catheter. It was reported the tip detached intentionally and remains within the patient. Onyx residue was found within the apollo micro catheter distal lumen. No other anomalies were observed. The returned apollo micro catheter appeared to have ruptured due to over-pressurization, resulting in pressures exceeding the limits of the micro catheter. Per the onyx liquid embolic system IFU (instructions for use): ¿adequate fluoroscopic visualization must be maintained during onyx les delivery or non-target vessel embolization may result. If visualization is lost at any time during the embolization procedure, halt onyx les delivery until adequate visualization is re-established. Testing has shown that over-pressurization and rupture can occur if 0.05 ml of onyx les is injected and is not visualized exiting the catheter tip. Solidification of the onyx les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture.¿ per the apollo IFU: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. When injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded. Remove excess slack in the catheter to reduce the potential for catheter kink or prolapse.¿ if information is provided in the future, a supplemental report will be issued.